Manufacturer narrative:
The exact age of the patient is unknown, however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used in a ureteroscopy (urs) procedure to be performed in the ureter, on (B)(6) 2019. According to the complainant, during preparation, outside the patient, it was noticed that the stent was broken at the middle part of the stent. This was noticed while the device was still in its packaging.the procedure was successfully completed with a different device.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used in a ureteroscopy (urs) procedure to be performed in the ureter, on (B)(6) 2019 . According to the complainant, during preparation, outside the patient, it was noticed that the stent was broken at the middle part of the stent. This was noticed while the device was still in its packaging.the procedure was successfully completed with a different device.

Manufacturer narrative:
The exact age of the patient is unknown, however it was reported that the patient was over the age of 18. Problem code 1069 captures the reportable event of stent shaft broken. Investigation analysis a polaris ultra stent was returned for analysis. A visual evaluation of the returned device found that the stent was broken. The shaft proximal section was detached. The stent returned with the protective tube loaded in the stent. No other anomalies were noted. Based on product analysis and all gathered information, the removal of the suture with the protective tube loaded may have resulted in the significant damage (pigtail detached); it is possible to determine that the failure encountered (shaft detached) was associated with the interaction of the stent with its suture, because handling of the suture can generate the failure found. Therefore, a conclusion code of unintended use error caused or contributed to event is being utilized for this event since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.